Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac), spoke with the customer and troubleshooting was provided over the phone. The customer reported that the only video connected to this monitor was the serial digital interface (sdi) cable from the cv-190>sdi out 1 port. Tac advised the customer that he was missing a video cable from the provation pc. The customer was advised to obtain another sdi cable from a working tower. The customer connected that sdi cable from the cv-190 sdi out 1 to the high definition lcd monitor sdi 2 and it worked. This allowed the customer to see the scope image on both monitors and not only duplicate the signal for both monitors. Tac concluded that the sdi 1 input port on the high definition lcd monitor was not working. The customer indicated that they will not be sending in the monitor for repair since they can use the sdi 2 port. The device was not returned to olympus for evaluation, however the customer's allegation was confirmed by the troubleshooting that was performed by the technical assistance center (tac). Through the troubleshooting performed it was determined that the sdi 1 input port on the monitor was bad. The customer will not be sending in the monitor for repair since they can use the sdi 2 port. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the high definition liquid crystal display (lcd) monitor was not showing the video coming from the provation system (clinical workflow device). There was no harm reported. No patient harm, no user injury reported due to the event.